Manufacturer narrative:
Investigation results: conmed linvatec received this suture hook for evaluation with the detached tip. A visual examination of the returned unit found the tip broken off at the weld, and the shaft was bent near the hub. This type of damage is indicative of excessive force being applied during use. This is a limited reuse instrument and the number of uses was not available. The instructions for use (IFU) provides the following: warnings: if the hook or needle bends during use, immediately discontinue use and discard. There is an increased risk of hook or needle breakage and unintentional pt injury may result. Avoid lateral stresses to the instruments or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional pt injury may result. Do not use if parts are broken, cracked or worn, or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional pt injury may result. Precautions: do not exceed five (5) procedures per limited reuse suture hook. Do not attempt to pass more than one strand of suture at a time or the suture may not pass. Avoid mechanical shock or over stressing the instrument which may shorten the life of the instrument. To facilitate sterilization and proper function of the device, clean instruments properly after each use. Instruments (handle and limited reuse hooks) should be stored in the spectrum ii sterilization tray to protect the features.

Event description:
The customer reported that during an arthroscopic shoulder surgery, the needle of this suture hook broke while guiding the needle through the labrum. The needle was retrieved, and the procedure was completed without injury.